Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the communication error occurred. A field service engineer reached onsite the pharmacy would resolved it self and verified that the device was functioning after replaced the cable without any issues. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was not communicating and machine put itself on critical override. The customer stated that there was a delay in dispensing workflow due to hardware issue loose cable which caused the error. Customer added that the issue did not occur while removing the medication. It was reported no patient harm or involved. There were no adverse events or injuries reported based on this event.